Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 1 bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: catheter threaded into a vein leaks where the plastic cannula meets the blue hub.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. Bd received a box of 46 insyte autoguard blood control units from lot 2018396 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical defects or deformities with the samples. Next, a water/air leak test was performed on the returned units and three of the units failed. The failed units were then inspected under a microscope and a hole was found in each unit near the metal wedge. Therefore, based off the microscopic inspection and testing the engineer was able to verify the reported defect. During manufacturing, a rounded hole in the catheter near the metal wedge may occur during the placement of the catheter into the adapter. The catheter was then placed over a metal pin (swage pin) and compressed to fit into the adapter by the metal wedge. The pin head rest just above the tip of the adapter nose. A misalignment may result in the pin piercing or pinching the catheter tubing as observed. Operators perform sampling for swage depth and flare depth per the quality plan. Additionally, damaged/worn pins are marked and removed by an in-line system to mitigate defects. Preventative maintenance (pm¿s) are also performed to insure proper functioning of equipment. Pm records were checked and verified to be up to date during the manufacturing of this lot. The manufacturing facility has been notified of this incident and the findings. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.